Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
2025-10-26, (B)(4) during ward rounds, extravasation was observed at the patient's closed-system IV catheter site. Upon attempting to replace the catheter, foreign matter was detected within the heparin cap of the newly opened closed-system IV catheter. The closed-system IV catheter was immediately replaced, and the procedure was completed.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 5141993. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.